Event description:
Customer reported a cartridge change error with pump. There was no adverse impact to customer¿s blood glucose level. Technical support guided customer through various troubleshooting steps, but the cartridge could not be loaded successfully, leading to the decision to replace the pump. Customer will use mdi as a backup therapy, and a replacement pump with updated software was sent. Customer was informed about training and instructed on the return process for the problematic pump.